Event description:
It was reported that a novum iq large volume pump under-infused medication during patient infusion. The pump was programmed to deliver chemotherapy medication in 30 min; however, after 30 min the pump indicated infusion was complete and there was still medication remaining in the bag (approximately 100ml left). To resolve the event, additional volume was added to ensure patient received all medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H1: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.